Event description:
J bone joint surg [br] 1992; 74-b: 228-32 argenson, j., et al. Information was received based on review of a journal article titled, "polyethylene wear in meniscal knee replacement" which aimed to show the penetration rate of the metal components of the oxford knee into the polyethylene meniscal bearings which are characteristic of its design. The study was conducted over a period of seven (7) years (february 1978 and march 1985) and involved sixteen (16) patients who received twenty-three (23) knees. The journal article reports the following revisions by reason: fifteen (12) revisions due to loosening, three (3) revisions due to dislocation, one (1) revision due to unknown reason. The authors of this study conclude that the use of meniscal bearings may not in itself minimize wear. Some designs of meniscal knee have polycentric rather than spherical femoral components, and these can achieve femoronmeniscal congruity in only one position of the joint. The very low penetration rates are likely to be achieved only in completely congruous designs.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The article was written by argenson jn et al. In j bone joint surg br. 1992 mar;74(2):228-32. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.

Manufacturer narrative:
This follow-up report is being filed to relay corrected initial reporter.

Manufacturer narrative:
Zimmer biomet complaint- (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
One patient was identified in the article that underwent primary bicompartmental arthroplasty due to loose of implant components 112 months post -op. There has been no further information provided and the patient outcome is unknown. All other events will be reported in individual records which will be linked to this parent record.